Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter did not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began on (B) (6) 2010 at 8:00am. The cca noted that the pt manages his diabetes with oral medications. It is not known if the pt made any changes to his diabetes regimen at the time the alleged issue began. At approx 1:30pm that afternoon, the pt reported feeling shaky, dizzy, seeing spots, feet burning in addition to developing a headache. The pt denied receiving medical treatment; however, claimed he did not take his usual dose or oral medications at the time the symptoms started. At the time of troubleshooting, the cca noted there was known misuse to the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.